Manufacturer narrative:
The returned valve should be analyzed.

Event description:
A few days after the implantation of a polaris valve, the patient suffered of overdrainage, though the valve was at the position number 5 at 200mm h2o. As the patient's health was not improved, the valve was explanted. The doctor has requested to check the valve.